Event description:
It was reported that the pt had a lap gastric bypass procedure, in 2008. The pt was brought back for bleeding of the gastro-jejunostomy site the next day. The pt was vomiting blood. They did a diagnostic laparotomy to check the anastomosis site. They found blood clogs on the site. They used gastric scope suction and irrigation to clear the sites. The pt required 2 units of blood and currently stable. Additional info requested, but not yet received.

Manufacturer narrative:
Date sent: 12/17/2008. Info not available, device not returned for analysis.